Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the product/lot code combination since its release to distribution. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The search and/or review of device history records was not possible against the unknown product/lot code combination. X-rays were reviewed and confirms liner disassociation as well as vertical cup positioning. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Revision due to disassociation and malpositioning.